Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a hemorrhagic cerebral vascular accident (hcva). The patient presented to the emergency department complaining of night chills, fever, and fatigue for the past three weeks. An infectious workup included a urine analysis which showed trace leukocyte esterase and a gram-positive cocci blood culture. The patient received antibiotics and was admitted for monitoring and further management. A few days later the bedside nurse noted that the patient had new onset right facial droop, right sided weakness, and aphasia. Head computerized tomography (CT) was performed and showed an acute left frontoparietal parenchymal hemorrhage and multifocal acute subarachnoid hemorrhage (sah). The patient was transferred to the intensive care unit (ICU) and was given vitamin k intravenous (IV), multiple rounds of fresh frozen plasma (ffp), one unit of platelets, and 5 units of cryoprecipitate to reverse anticoagulation. A repeat head CT showed a large left posterior frontal intraparenchymal hemorrhage with extension into the left lateral ventricle, scattered sah, early hydrocephalus and uncal herniation, and a 4-millimeter aneurysm originating off a left m4 branch, probably mycotic. The patient was taken to operating room (or) for a decompressive craniectomy and possible clipping of them4 aneurysm. As the patient was leaving the room it was noted that the right pupil had changed from a 4 to an 8, and the right remained around a 4. Upon arrival to the or both pupils had increased in size and were about an 8 bilaterally. A follow up head CT following surgery showed worsening intraventricular hemorrhage with worsening hydrocephalus. Upon arrival to the ICU the patient became acutely hypotensive and numerous medications were administered. The patient¿s prognosis was very poor. An abdominal ultrasound was obtained to evaluate for further infectious cause, no fluid collection or soft tissue surrounding the drive line was visualized. Neurological exam confirmed unresponsiveness and loss of brain stem function. A second neurological exam performed declared death by neurological criteria, with no response, no reflexes, and no spontaneous breathing during the apnea test. The patient subsequently expired.

Manufacturer narrative:
Product event summary: the ventricular assist device (vad) was not returned for evaluation. This complaint is associated with a clinical adverse event, no device malfunction was reported against the vad; therefore, the purpose of this investigation is solely to evaluate the device conformance to internal release requirements and/or to identify anomalies potentially introduced during use that may have prevented the pump from performing as intended. Based on the available information, there is no evidence to indicate that a device malfunction or performance issue caused or contributed to the reported event. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.